Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified, due to a different issue that was identified (damaged usb pins).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. In addition, the customer reported a low blood glucose (bg) level of 40mg/dl; the cause was unknown. The customer consumed carbohydrates in order to address low bg. The customer continued to use the pump for insulin therapy.